Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Reportedly, the home pt connected during priming. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper procedures with the home pt in addition to referring them to the pt at home guide.